Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error and then off no power with good battery. Customer's blood glucose was 300 plus mg/dl. Customer treated with insulin pump and manual injections. Troubleshooting was done for off no power. Customer stated that this was second occurrence of off no power without a low battery warning. Customer declined to do troubleshooting for high blood glucose. Advised the customer the sensors would be replaced. Customer also reported that the insulin pump alarmed no delivery alarm. Customer declined to continue the troubleshooting. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads.